Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under investigation

Event description:
The user facility reported a pullout issue with the angio-seal device. The following information was reported: the physician used an angio-seal evolution device to perform a diagnostic angiography procedure; during the closure and after the physician deployed the anchor, the sleeve snap locked when pulling the device handle into full rear position; when the physician pressed the suture release button and pulled the device back to complete hemostasis, the anchor, collagen and suture was left outside the body without covering the puncture area; hemostasis was achieved with manual compression; there was no surgical intervention required; there were no complications reported; and there was no peripheral disease detected.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. One 6f angioseal evolution was returned to terumo medical corporation at (B)(4) for evaluation. One carrier tube assembly was returned mated with the hemostasis sheath. The carrier tube assembly had been fully inserted into the hemostasis sheath in a rear lock position .the collagen knot was attached to the tip and in a state of decomposition. There was no anchor returned. The carrier tube and hemostasis sheath were bent in a curved shape. The compaction marker was fully exposed. The compaction tube completely exited from the tip of hemostasis sheath. The overall device condition was consistent with deployment. The device was disassembled and the gears were rotated in both directions with corresponding rack/compaction tube movement; no functional anomalies were noted. The carrier tube hub was detached from the gearbox and the compaction tube was removed. No damage or other visual anomalies were noted to the rack distal end stem or the compaction tube proximal end bore. The length of the compaction tube was 6.47" and the outer diameter was measured to be 0.0548".the measurements were in conformance to specifications per the revision of the drawings active at the time of manufacturing as referenced in the DHR. The exact root cause of the event cannot be determined based on the available information but based on historical review of complaints database it is likely that the user continued to pull beyond the proximal end of the colored compaction marker leading to anchor deformation and collagen tearing. The returned device was functionally and dimensionally tested with no anomalies found per the manufacturing specifications. The likely cause of this event is user error as detailed in the product evaluation section. There has been no previous reports using this product code/lot number combination. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.